Event description:
The reporter alleges back to back results of 33 mg/dl by the lab and 260 mg/dl on the customer's meter. Controls were in range. No adverse event reported and no action taken. Return requested and replacement was sent.